Event description:
During the index procedure, one endeavor sprint drug eluting stent was implanted into the r-pav vessel. Approximately 18 months post index procedure, the patient suffered from a hemorrhage - stroke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.